Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Pump was reset and customer technical support assisted with this process, concluding with a decision to replace the faulty pump. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery and was instructed on how to return the malfunctioning pump. Replacement pump with updated software was shipped without requiring a delivery signature.